Event description:
It was reported that the patient reported chest pain. Perforation cited. A small pleural and pericardial effusion was observed during the lead replacement procedure. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed with no anomalies found. It was noted that there was blood/body fluid on the proximal conductor and in/on the helix/lobe mechanism.